Event description:
Facility: (B)(6). Catalog number, product name, etc.: 326666 lds 29g-12.7mm. Lot no. (Serial no., etc.): unknown. Agency: (B)(6). Date of occurrence: (B)(6), 2024. Needle injury: none. Other treatment: no. Returned: 1. History of the event: the syringe tube was not printed. Report: needed. Replacement: needed.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. No definitive root cause could be identified; however, probable root cause would be issues in the ink pan. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.